Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 12mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation. The device was initially inflated at 16 atmospheres then 18 atmospheres on the second inflation. However, on the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with no other devices. There was blood in the inflation lumen. There were numerous hypotube kinks. The balloon, balloon bonds and markerbands were microscopically examined and there was no damage or irregularities noted. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 12mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation. The device was initially inflated at 16 atmospheres then 18 atmospheres on the second inflation. However, on the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).